Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 68 mg/dl (aviva), 159 mg/dl (mobile), and 59 mg/dl (aviva). No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.